Event description:
It was later reported that the warning re-occurred and atrial outputs were increased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: d284drg implantable cardioverter-defibrillator (B)(6) 2012.(B)(4).

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a patient alert for sub threshold lead impedance on (B)(6) 2013. It indicated a patient alert for right ventricular lead impedance not being taken on (B)(6) 2013.

Event description:
It was reported that the patient presented to the emergency room as a patient alert had been triggered. It was also reported that the right ventricular (rv) lead measurements were not being taken due to sub-threshold programming of atrial outputs. Reprogramming of the atrial outputs was performed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.